Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 321 mg/dl, 84 mg/dl, and 337 mg/dl - within 11 minutes, 286 mg/dl, 378 mg/dl, 139 mg/dl, 169 mg/dl, and 125 mg/dl - within 6 minutes, 478 mg/dl and 210 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
--